Event description:
It was reported that the indication of implant is ¿device and/or lead anomaly.¿ on (B)(6)2024, the left ventricular lead was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).